Manufacturer narrative:
Device evaluation details. The device was returned for evaluation 05-may-2026. The returned device's visual inspection and magnetic sensor functionality test of the returned device following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood, a hole on the surface of the pebax and internal parts exposed. A magnetic sensor functionality test was performed; the device was recognized and visualized correctly. No malfunction was found. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations in carto 3 system manual: improperly positioned patches may increase the chances of a virtual magnetic reference move which is unrelated to patient movement. This could also result in inaccurate catheter visualization. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications, this product issue will be addressed through the quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paf cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax and internal parts exposed. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-may-2026, it was identified that there was reddish material presumably blood, a hole on the surface of the pebax, and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax and internal parts exposed on 13-may-2026 and have assessed this returned condition as reportable.